Event description:
It was reported that a continuous glucose monitoring error occurred while customer used sensor and pump system. There was no reported adverse impact to the customer. Technical support guided customer through complete pump reset, confirmed error did not recur after reset, and customer successfully started new sensor session.